Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the loop and the loop stopper were not be detached from the instrument. The insertion portion was severed on the operator's side. There was nothing abnormal detected on the coil sheath. The loop was crushed. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation result that the loop was crushed, omsc concluded that the loop couldn't be released, because the loop was released in the tube sheath for some reason and the loop was caught in between the hook and the coil sheath due to pulling the tube sheath while the loop was released. This report is being submitted as a medical device report in an abundance of caution. The instruction manual of the subject device warns; do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Event description:
It was informed that during a colorectal polypectomy, the doctor ligated the polyp with the loop of the subject device and attempted to release the loop. But the loop couldn't be released. Therefore, the doctor severed the insertion portion and withdrew the scope from the patient. The doctor inserted the scope again and continued the procedure with the high frequency snare and the electrosurgical knife. During the procedure, the doctor could eventually retrieve the subject device from the patient, because the loop was sundered by the high frequency snare and the electrosurgical knife. There was no other patient injury regarding this report. Further, the doctor commented that the operation of the subject device was difficult because the tumor was big and it was hard to see the target with the scope.